Event description:
It was reported that during hospitalization, after a carotid stent procedure. Contralateral 60% lica stenosis occurred. Ptc tia from contralateral disease. Post-procedure, the pt had 60% ulcetratel left internal carotid stenosis. A CT scan showed no significant abnormality. A neuro exam was performed in 01/2005, and the pt had mild uncoordination in the right hand. The pt was given an IV heparin and remained in the hosp. The plan was to treat the contralateral side in approx one month.

Event description:
The right carotid artery stenting procedure was completed without incidents. On the same day, some time later, the pt was noted to show some mild un-coordination of the right hand. A CT of the brain was normal. The event was diagnosed as a transient ischemic attack and attributed to a stenosis in the contralateral left internal carotid artery. No other events have been reported for this pt. No additional info was available.